Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The type ib endoleak event is unconfirmed due to a lack of relevant medical records and imaging. Device, user, procedure or anatomy relatedness of this event could not be determined. The procedure related harms for this event could not be determined. The final patient status was not reported. No contributing factors were identified. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this event and similar events in the event further investigation is needed.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 1b endoleak on the left side was identified by a computed tomography angiography (cta). The patient is currently being monitored while awaiting an intervention. Additional information: re-intervention completed on (B)(6) 2020. The physician elect to implant an ovation ix iliac limb to treat this event. The patients status was not provided.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a type 1b endoleak on the left side was identified by a computed tomography angiography (cta). The patient is currently being monitored while awaiting an intervention.